Event description:
The customer reported that the monitor did not display an image. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep reformatted the hard drive, loaded the software, loaded cal and config files, removed and replaced the (B) (4) cable assembly. The sys operates as intended.